Event description:
During post fossa craniotomy, while using anspach drill, it was noted that the cutting bit had broken off, causing potential impact to the safety of the patient. Additional follow up: the tip broke off, nothing was retained in the patient, no harm to the patient.====================== manufacturer response drill bit, black max======================the anspach rep had the anspach drills tested for proper rpms. The anspach rep had communicated the questionable lot numbers for the bits. Those items have been removed from the stock, to the best reporter's knowledge there have been no incidence of "bit breakage".